Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensor module was reseated. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed 'no inspiratory flow sensor' and 'no expiratory flow sensor'. Rebooting the unit cleared the alarm condition. There was no reported patient injury.